Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that while on a pt, there was a major difference in the inspiratory and expiratory tidal volume reading. The system check-out performed after the case failed the leakage test. There was no pt harm reported. (B)(4).